Event description:
A complaint was received from a customer that reported that the display segments on dex system do not consistently work. Customer states that the "hundreds unit" is very faint. A request was made to return the unit for evaluation. In the meantime a replacement unit has been provided.